Manufacturer narrative:
A medtronic representative went to the site replace the covers. The issue resolved after part replacement and the imaging system then passed the system checkout and was found to be fully functional. The x-stage cover was not returned to the manufacturer for analysis as it was discarded. The mobile view station (mvs) interface cable was also returned for analysis and no functional problem was found. The cable passed bench and system testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that a medtronic representative (rep) discovered some damaged covers on the imaging system that needed to be replaced. The damaged covers that required replacement included the x-stage cover. This was discovered during a planned maintenance (pm). There was no patient present.